Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was the patient's (pts) scs had lately been giving them problems for pt had been getting shocks and a lot of extra pain in the muscles and joints that they never had before. Pt was also getting severe headaches, shaking in hands, and very weak muscles. The ins was giving them relief in the beginning but was now giving them problems. Pt tried to lower the setting and fluctuate it but it was getting worse and worse for it had been shocking the pt causing them to be scared to turn it back on. Pt had been thinking about getting the ins removed for their device was giving them more pain than they had for pt felt like a old lady with pain. Pt never felt this way in their life for it was a problem. The problem started about a month ago started where they started to get shocked, then the muscle weakness started a little before that, then the shaking in hands were getting out of control. The headaches were every day and was getting severe for they never had headaches even when the accident happened. Pt was scared for their life for it was good in the beginning but now they had so much pain in the neck and back they never had before. Pts muscles were really up tight. Sometimes the battery would charge and sometimes it would not but with the shocking pt just wanted the ins removed. The shocks, extra muscle pain, fatigue and the shaking in the hands caused them to feel like an 80 year old lady and they never felt like that when the accident occurred. When these issues started, pt thought it was not normal. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported accident occurred before implant apart from the pain from car accident, patient never had muscle weakness, muscle pain, difficulty breathing, shocking from device and severe headache. Patient indicated device just started shocking in the past several months. Battery would not charge and patient was scared to turn device on because of the shocks. Plans are to have device removed.